Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 411 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose event. The customer was treated with manual injections for high blood glucose level. Customer reported that the lcd underneath looks like black lines and cracks and the screen is not showing clearly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform self-test and displacement test due to missing segments/partial display.